Manufacturer narrative:
Results of investigation:the device, intended for use in treatment, was returned for evaluation. The visual inspection confirms the device fractured into two pieces. Both pieces were returned. This device shows signs of significant wear/usage. The device was manufactured in 2008. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This device is a reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during efip inspection it was found that the device was broke in half. No patient involved in the case. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.